Manufacturer narrative:
(B)(4). Submitted to FDA on 9/22/2016.

Event description:
Clinical follow-up was requested and on 9/9/2016 the surgeon provided the following additional event details. The patient was monitored and the malpositioning did not result in any adverse impact to the patient. The most recent intraocular pressure was reported to be similar to the pre-operative intraocular pressure.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. (B)(4). The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Stent malposition is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that visualization was compromised during implantation of the istent and as a result, the stent was implanted behind the ciliary body band. At the completion of the surgery, the istent was visible and the surgeon decided to leave it in place. There were no issues with the istent or inserter. Additional information has been requested.